Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak from manifold mf14. The fse replaced the manifold, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).